Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the device, performed 30k pm and replaced the turbine manifold and solenoid manifold. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top 1150 ventilator was having loud turbine noise and low pressure leak. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
H11: this complaint happened during preventive maintenance confirmed by the customer. Please disregard and void vyaire reference number: (B)(4). Under medwatch report name: (B)(4). With MFR report # 2021710-2021-14817.